Event description:
The son of a male pt, contacted lifecor customer support to report that "your vest didn't work". He stated that his father passed away in 2009. He stated that he was wearing the vest and had a massive heart attack. His mother had called him and stated that the vest was beeping. By the time he got there, the vest was stating "stay away from pt, call 911." He stated it would not stop beeping and was bothering his mother. He tried to disconnect the electrode belt and this did not work. He finally just pulled the battery pack. The ambulance then took his father to the hospital. The electrode belt-garment was still on the pt when he was taken to the hospital. It was never returned to the family.

Manufacturer narrative:
Device manufacture date: monitor, 01/2009. Electrode belt, 10/2008. Device evaluation: this monitor was fully functional. The electrode belt was not returned. Please see attached event analysis and strips. Conclusion: a man went into vt while wearing the lifevest. The monitor's rate settings were set to 200/200 bpm for vt/vf. Three arrhythmia detections occurred prior to the detection leading to the shock. However, each arrhythmia detection ended when the pt's rate fell to 190 bpm. The pt received a 150-joule shock approx six mins and twenty seconds after the arrhythmia onset. After the shock, there was a nine second pause, followed by two beats occurring during the final seven seconds of the ECG recording. The pt was taken off life support and died in '09. See scanned pages.